Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the product and lens surface. Visual inspection found the haptic torn. Claim # (B)(4).

Event description:
Torn lens received returned. No information available regarding lens details. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Corrected data: torn lens received returned. Unknown if there was patient contact or patient injury. No information available regarding lens detail. Attempts to obtain additional information have not been successful. Claim# (B)(4).